Manufacturer narrative:
There is no evidence to reasonably suggest the concentrator malfunctioned in the death of the end user. The end user failed to follow safety guidelines and repeated warnings not to smoke while using the concentrator. Per user manual 1193323-a, page 9 danger risk of death, injury, or damage from fire. To avoid fire, death, injury or damage: do not smoke while using this device. Do not use near open flame or ignition sources. Do not use any lubricants on concentrator unless recommended by invacare. No smoking signs should be prominently displayed. Avoid creation of any spark near oxygen equipment. This includes sparks from static electricity created by any type of friction. Keep all matches, lighted cigarettes, electronic cigarettes or other sources of ignition out of the room in which this concentrator is located and away from where oxygen is being delivered. Keep the oxygen tubing, cord, and concentrator out from under such items as blankets, bed coverings, chair cushions, clothing, and away from heated or hot surfaces including space heaters, stoves, and similar electrical appliances. Should additional information become available a supplemental record will be filed.

Event description:
The secretary of the crossroads hospice related the following information concerning the reported death, she related there was no further investigation on their end because the end user was warned over and over to not smoke while using the concentrator and the end user didn't care and smoked while on oxygen anyways. She stated ¿there was no doubt smoking with the oxygen was the cause of the fire and the family knew it was the cause and had been an ongoing issue¿¿. The secretary also stated, ¿to our knowledge, nothing was salvageable and I assume was discarded by homeowner or fire dept'. Therefore, there will not be a return.